Event description:
It was reported that a spectrum pump had "static coming from speaker". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "static coming from speaker" caused by back flex chaffing exposing traces where they came in contact to the right screw of the scanner bracket.